Event description:
It was reported that patient experienced packaging issue where they mentioned the packaging not sealed properly, misshaped or sterile packaging not intact. It is abnormally deformed and swollen on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 2. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.